Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings, type of investigation), e1 (email).

Manufacturer narrative:
Updated field: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Due to character limitation in e1: initial reporter full name: (B)(6). E1 full event site name: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is on rescue mode after being reset and new batteries changed out. There was no patient involvement reported.